Event description:
(B)(6). It was reported that aspiration failed. The patient was enrolled into (B)(6) in (B)(6) 2018. The target lesion was located in the left proximal and distal superficial femoral artery (sfa) including ppa with 100% occlusion with a reference vessel diameter of 6 mm and length of 150 mm and was classified as a tasc ii b lesion. An attempt was made to treat the target lesion with 2.1/3.0 mm jetstream xc atherectomy catheter, however the catheter failed to aspirate. The procedure was able to be completed with this device. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 10 % final residual stenosis. There were no reported patient complications.

Event description:
(B)(6) study. It was reported that aspiration failed. The patient was enrolled into the (B)(6) study in (B)(6) 2018. The target lesion was located in the left proximal and distal superficial femoral artery (sfa) including ppa with 100% occlusion with a reference vessel diameter of 6 mm and length of 150 mm and was classified as a tasc ii b lesion. An attempt was made to treat the target lesion with 2.1/3.0 mm jetstream xc atherectomy catheter, however the catheter failed to aspirate. The procedure was able to be completed with this device. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 10 % final residual stenosis. There were no reported patient complications. It was further reported that the regurgitation of waste liquid was obviously less than the consumption of saline was observed. After the aspiration failed, it was observed that the filter was moving together with the catheter during the retracement of it. It was noted that the catheter may be jammed by thrombus debris and kinked with filter's a non-bsc wire. The aspiration was deficient until the catheter was removed from patient's body and then it restored after being rinsed with saline. Device evaluated by MFR: the device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed.

Event description:
Jetstream china study. It was reported that aspiration failed. The patient was enrolled into the jetstream china study in (B)(6) 2018. The target lesion was located in the left proximal and distal superficial femoral artery (sfa) including ppa with 100% occlusion with a reference vessel diameter of 6 mm and length of 150 mm and was classified as a tasc ii b lesion. An attempt was made to treat the target lesion with 2.1/3.0 mm jetstream xc atherectomy catheter, however the catheter failed to aspirate. The procedure was able to be completed with this device. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 10 % final residual stenosis. There were no reported patient complications. It was further reported that the regurgitation of waste liquid was obviously less than the consumption of saline was observed. After the aspiration failed, it was observed that the filter was moving together with the catheter during the retracement of it. It was noted that the catheter may be jammed by thrombus debris and kinked with filter's a non-bsc wire. The aspiration was deficient until the catheter was removed from patient's body and then it restored after being rinsed with saline. Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed no damage. There was no guidewire stick issue. A .014 test jetwire was inserted into the device and the wire transcended through the device with no restrictions or hesitations. Functional analysis was performed by completing the aspiration testing of the device per the test procedure. Test results showed that this device did not perform as designed per the test procedure specification. Inspection of the remainder of the device, revealed no other damage or irregularities. Dissection of the catheter shaft showed that the aspiration lumen was occluded with a heavy clot burden which contributed to the aspiration issues.